Manufacturer narrative:
The insulin pump was received with intermittent button response and alarmed button error due to corroded keypad traces. Unable to test a21 and a17 alarm due to button not responding noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed after inserting new batteries. The patient's blood glucose level was 7.2 mmol/l at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer did not return the product back for analysis.